Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. The ipg exhibited intermittent loss of capture. The right ventricular (rv) lead exhibited low r waves. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.